Manufacturer narrative:
Concomitant medical products: product ID: e110 ICD, implanted: (B)(6) 2010 0184, product ID: lead, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant the physician was able to place a guide wire, however, when the physician introduced the catheter, the catheter was unable to advance past the brachiocephalic vein and subclavian vein junction. The physician tried two other sheaths with the same result. The physician then injected contrast and it stayed in the mediastinum region and did not dissipate for a few minutes. It was noted there was an unconfirmed dissection of the brachiocephalic vein. The procedure was aborted and the patient was admitted for observation. A pin plug was placed into the left ventricular (lv) lead port of the device and the patient was referred to a cardiovascular surgeon for an lv epicardial lead placement in the future. No further patient complications have been reported as a result of this event.